Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, set pump univ. Drops asv 123in 22ml prim vol 24ea/ca. Running antibiotic x 15 days frequent air bubble alarm air. Reduced amount of antibiotic in bag, potential for not getting full amount.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the incident were provided for evaluation. Upon visual inspection of the returned photographs, bubbles were noted inside the tubing. Based on the data from the investigation, the reported defect was confirmed. The root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.